Manufacturer narrative:
The lead was retained by the hospital. This report will be updated should additional information become available or upon return and completion of analysis.

Event description:
Boston scientific received information that there was loss of capture on this right atrial (ra) lead due to a suspected dislodgement. The patient had chronic extreme coughing that may have contributed to the ra lead becoming dislodged. The ra lead was explanted and replaced. No additional adverse patient effects were reported.